Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 42 minutes, motor current (mc) spiked followed pump stop but could restart and low flow that triggered impella stop-mc high, auto suction response and suction alarms. This event remained to the rest of the case. Visual inspection found the fracture on both impeller blades. No other issue was found on the rest of the pump. The cause of the low flow was fractured impeller blades. The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. The cause of temporary the pump stop was most likely an interaction with another device.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the impella cp was not able to get flows above 1l/min. The therapeutic activated clotting time and correct positioning were confirmed. Impella cp was removed and a new impella was placed. There was no patient harm.